Manufacturer narrative:
We examined device and confirmed the metal deflector piece (flapper) on the distal end had come off. The area where the deflector broke off and other areas on the instrument appear chemically degraded and the shaft is slightly bent. Instrument was in use for 4 year. It is possible the metal was weakened by incorrect reprocessing but we cannot confirm; and in addition, it is possible the instrument was subjected to stress overload resulting in breakage.

Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, the doctor performed and completed a cystoscopy procedure and the pt was released. A few days later they received a call from the pt who stated he had passed a metal piece. There was some minor bleeding, but no injury to pt was reported; the doctor did not have him return for evaluation due to this, just proceeded with scheduled follow up. The hospital located the broken instrument and found that metal deflector on the distal end and broken off. This was not noted during or after the procedure.